Manufacturer narrative:
The device has not been returned to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had experienced a skin irritation/rash. The area was purulent, red, and warm. The patient sought medical care and received a prescription topical antibiotic. This complaint is being reported as the issue required medical intervention. The product issue is not likely to cause a blood glucose excursion because the sensor has no effect on insulin delivery.